Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a methicillin-resistant staphylococcus epidermidis infection at the driveline exit site and a suspected pump thrombus. The patient¿s lactate dehydrogenase (ldh) was 483 u/l. The patient¿s anticoagulation was increased in response to the elevated ldh. Additional event information was requested, but was not provided. It was noted that the patient has a history of being non-compliant with anticoagulation medications and had at least 4 readmissions in the past year. The patient also has a history of allowing the pump to stop by running batteries to depletion.

Manufacturer narrative:
The report of suspected pump thrombosis and depletion of batteries resulting in pump stoppages could not be confirmed, because the pump remains in use and no log files were submitted from the time of the event. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, peripheral thromboembolic events, driveline infection, local infection, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had multiple re-hospitalizations from (B)(6) 2015 to (B)(6) 2015 due to infection, non-compliance, suspected pump thrombosis and thrombosis within the extremities. The patient experienced a (B)(6) bloodstream infection reportedly due to an unknown source with an estimated date of onset of (B)(6) 2015. It was reported that the patient has also experienced multiple driveline infections due to non-adherence with dressing changes and home IV antibiotics. It was reported that the patient has a history of depleting battery power, causing pump stoppage and leading to pump thrombosis. The patient has also been non-compliant with anticoagulation medication. The patient experienced unspecified signs and symptoms of pump thrombosis beginning on (B)(6) 2015. The patient was treated with warfarin and an inr goal of 2.0-2.5 was maintained. The patient was admitted to the hospital on (B)(6) 2015 for treatment with a heparin infusion for confirmed arterial thrombosis of the left tibioperoneal trunk, presumed lvad pump thrombosis and positive (B)(6) blood cultures. On (B)(6) 2015 a tee demonstrated good estimated pump flows, however, the patient continued to have a palpable pulse and the aortic valve opened with every beat. It was reported that there was no evidence of flow restrictions or infectious process. A slight upward trend in estimated pump powers was observed and ldh was reported to be elevated from 2 days prior, however, labs and vital signs reportedly remained stable. The patient's hospitalization was complicated by recurrent arterial thrombosis in the lower extremities presumed to be due to residual pump thrombosis and sub-therapeutic inr. The patient was started on fondaparinux injections once daily at home on an unspecified date. After 21 days of therapy, the patient's ldh decreased from 409 u/l to 256 u/l. It was reported that the patient has not experienced any further thrombosis episodes and pump power remained stable. The patient's treatment is palliative focused.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient had a history of questionable septic emboli. It was also reported that the patient's most recent ldh was 251 u/l.